Manufacturer narrative:
Device evaluation: a review of the log file retrieved from the returned system controller confirmed the report of a driveline disconnect alarm and pump stoppage. The log file captured a pump stoppage on (B)(6) 2016 at 19:35 while the patient was connected to the power module. During the motor stopped event, 3 driveline disconnect alarms were recorded. Following the event, the pump appeared to have ramped back up to its set speed without any issues. No atypical events were recorded prior to or following the pump stoppage. The returned system controller was functionally tested and was found to operate as intended. A full functional test was performed and the returned system controller and patient cable passed all test steps. The returned system controller and patient cable operated for an extended period of time while connected to a mock circulatory loop and no atypical events or alarms were observed. The pump stoppage and driveline disconnect alarms were not reproduced. The root cause of the reported event captured in the retrieved log file could not be conclusively determined. A review of the devices'' device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient continues without any further issues as of 09/20/2016.

Manufacturer narrative:
(B)(4). Approximate age of device - 2 months. The device was returned for analysis. Evaluation is not yet complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was sitting in a chair eating dinner when their system controller began alarming. The patient reported that they felt fine at the time of the event. The patient reported that the driveline was not disconnected, yet the system controller was alarming with a driveline disconnect alarm. The patient reported picking up the system controller and the alarm stopped. A system controller log file reviewed by the manufacturer's technical services representative confirmed the driveline disconnect alarm, and was correlated with a pump stop event on (B)(6) 2016. The system controller and patient cable were exchanged which reportedly resolved the issues. The patient will continue to be monitored for further events. As of (B)(6) 2016, the patient was to be released the following week. No further information was provided.